Event description:
It was reported that the pt experienced a pocket infection. The device was explanted and not replaced. The device had been implanted in the right thoracic cavity. The device was returned for disposal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.